Event description:
It was reported that doctor was unable to aspirate catheter during pump replacement. Doctor resolved the issue cutting catheter at the spine (above possible occlusion) and began to get cerebrospinal fluid (csf) flow. A revision catheter was added to the pump. There were no patient symptoms/injuries related to this event. Patient was alive (no injuries/no adverse event). The device system was used to deliver baclofen (lioresal).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).